Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy surgery an ophthalmic diathermy probe could not electrocoagulate. The surgery was completed after a new replacement was used. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The provided image shows the tyvek pouch of the reported article. The associated article itself is not shown, which is why the image does not support the investigation. The associated article itself was not received at the investigation site. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. The product was not received at the manufacturing site. Therefore, the root cause for the customer's complaint could not be identified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).